Event description:
Bad libre 3 plus sensor gave me continual low readings and woke me up by alarm four times one night. The serial number of my sensor was not on the recall list but it was a bad sensor. I spent an hour on the phone with abbott answering questions before they would agree to send me a replacement. The customer service person was poorly trained and reading off a computer screen. This was the third or fourth bad sensor from abbott since they moved to libre 3 plus. When they added an extra day to libre 3 sensors, the quality dropped dramatically. I have been using abbott's sensors for more than 8 years and never had a problem until libre 3 plus came out. Now, I can no longer trust the sensors. Someone needs to get to the bottom of this. Are the sensors made overseas in a third world country? I thought the FDA is supposed to protect us. Abbott added the extra day for insurance companies and medicare but the sensors take at least a day to calibrate, so we are really getting only 14 days of use and an increase in bad sensors. Pt code: 4582. Device code: 1535. Ref reports: mw5186319, mw5186321.